Event description:
It was reported to philips that the system's footswitch had a loose connection, preventing fluoroscopy. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, general surgery procedure was performed by the customer when the issue occurred; the issue was intermittent and completed by using the wired footswitch. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to trigger fluoroscopy. To resolve this issue, fse replaced wired footswitch. The defective footswitch was returned to philips for analysis and the inspection identified several issues, including a missing anti-slip rubber, a loose bracket, surface damage along the sides, and intermittent loss of the x-ray signal from the exposure switch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system automatically continued working upon the wired footswitch press and the procedure was completed with minimal or no delay. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.